Event description:
Complainant alleged that during a routine checkout of the device by a clinician, the unit would not allow the discharge of energy during the self-test. The complainant indicated that there was no patient involvement in the reported malfunction.